Event description:
Customer reported an issue with incorrect time settings on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump time and advised them to monitor the situation, instructing to follow up if the time discrepancy exceeded five minutes again. The customer understood and acknowledged the guidance provided.